Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n133 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n133 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the smart card is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak between the kit's return line and patient access line. The customer reported the leak was observed after the photoactivation phase of the procedure and that the procedure was completed. The customer reported the patient was in stable condition. The smart card was returned for evaluation.

Manufacturer narrative:
The smart card was returned for evaluation. The complaint kit was not returned for evaluation. A review of the data on the returned smart card showed that prime was completed without incident. Collection began in double needle mode and buffy coat collection being after 1185 ml of whole blood had been processed. The data shows the operator pressed the pause button and an alarm #17: return pressure warning alarm occurred for pressure above the upper limit. The stop button was pressed and the operator aborted the treatment. The smart card data did not confirm the occurrence of a tubing leak. The root cause for the reported tubing leak could not be determined based on the available information. No further action is required at this time. (B)(4). H.m. (B)(6) 2025